Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device intermittently did not sound an audible tone during an alarm condition. The pump was returned to the central warehouse department with a note that indicated the sound disappears when running and the bottom cap of the device was damaged. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.